Manufacturer narrative:
There was no reported product deficiency. Myocardial infarction and angina are known adverse events as listed in the product instructions for use (IFU). Additionally, myocardial infarction, angina, elevated cardiac enzymes, and hospitalization are listed in the product risk assessment. A conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial that during the pre-dilated mid rca stenting procedure, the pt experienced 10/10 chest pain with elevated st segments and the post procedure ck, ckmb levels were elevated >3 times the upper limit of normal. Diagnosis was intra procedure myocardial infarction. The pt was treated with angiomax and nitrates. The event resolved in 2009, and the pt was discharged. There is no additional info available.